Event description:
The customer reported no light on the image during an unknown event involving a Gastrointestinal Videoscope. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to Olympus for inspection and the reported failure was not confirmed.In addition, the following reportable malfunctions were identified during the device evaluation: white foreign material on the air and cylinder and tube, scope connector cover, nozzle, light guide lens and jet tube. Additionally, a corroded flexible printed circuit switch.A root cause could not be identified. Based on the investigation results, the observed corrosion is most likely traced to component failure. However, the cause of the white foreign material could not be determined.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.